Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 1000 mcg/ml for an unknown total dose via an implantable pump for it was reported the 8780 pump segment would not flow. It was noted that the tip segment of the 8780 was flowing well until it was connected to the pump segment. Then the catheter did not flow. Diagnostics/troubleshooting included aspiration of the catheter, where they attempted to aspirate the catheter with no success. It was noted that the pump segment was replaced by an 8784 on (B)(6) 2019. It was noted that the pump segment would be returned. It was noted that the issue was resolved at time of event. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. The patient's weight was (B)(6) kg. The patient's medical history was asked and will not be made available. No further complications were reported/anticipated.